Event description:
It was originally reported that the pt's stimulation was turning on and it was "on and off and uncontrollable". He could not find his pt controller. The healthcare professional confirmed pt symptoms of new pain with movement and it was unk if the event was attributed to the device. The pt was implanted several yrs ago and had an improvement in symptoms. Over the last 24 hrs, he felt that his device was acting up. With movement, he felt a sharp uncomfortable pain in the testicles. The hcp confirmed that the pt had misplaced the "self-adjustment" device and was unable to find any info/technical support which he received at the time of surgery. The hcp did not have access to any adjustment devices for the neurostimulator nor was he trained to adjust the settings. The company rep was able to meet with the pt and turned the device off. This relieved the pt's pain. No pt injuries were reported.

Manufacturer narrative:
(B) (4).